Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded, with blood and contrast in the lumen and the balloon. Microscopic inspection of the balloon found no irregularities or defects. An inflation device willed with water was attached to the device and the balloon was inflated to the rated burst pressure. The balloon inflated fine and held pressure for 5 minutes. The hypotube shaft was kinked 15mm from the hub. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely calcified right coronary artery (rca). A 2.75mm x 8mm quantum¿ maverick¿ balloon catheter was advanced to dilate the target lesion. However, upon the 3rd inflation, the balloon ruptured at 18 atmospheres. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely calcified right coronary artery (rca). A 2.75mm x 8mm quantum m averick balloon catheter was advanced to dilate the target lesion. However, upon the 3rd inflation, the balloon ruptured at 18 atmospheres. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.